Event description:
On (B)(6) 2012 3m espe was informed about a adverse effect that occurred after the use of 3m espe ketac ce aplicap luting cement in (B)(6) 2012. Shortly after the attachment of four crowns using 3m espe ketac cem aplicap the pt started complaining about heavy pain in the teeth and sensitivity to temp and percussion. The symptoms persisted for several weeks and at the end the dentist saw no other possibility than to perform a root canal treatment and to devitalize the affected teeth. The pt is free of complaints at the moment. No further f/u info is currently available to us.

Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to 3m (B)(4). The dentist discarded the aplicap capsules after the use so the original lot-nr. Is not known to us. An interview with the dentist revealed that the pt is an allergy sufferer, but the nature of the allergy was not specified. This product has been assessed for biocompatibility and has been found to be safe for its intended use.